Manufacturer narrative:
(B)(4). Fisher & paykel healthcare did not receive a complaint cannula for evaluation, but two unused samples were provided for our investigation. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Sparepremature wigglepads are sold as an accessory for the optiflow junior cannula under the part number opt010. Method: two sample wigglepads were received in (B)(4) from the hospital that reported this complaint and were visually inspected. Additionally one of the samples was adhesive tested by attaching to dry skin, prepared as per the optiflow junior user instructions. Results: visual inspection revealed no damage to either of the returned wigglepads. During testing, the wigglepad's adhesive was found to be sticky and able to be attached effectively to dry/prepared skin. A lot check revealed no other complaints for the lot number provided. Conclusion: no fault was found with the appearance or the functionality of the returned sample wigglepads. We endeavoured to obtain additional information from the hospital relating to the extent of the skin damage and whether the patient's injury had healed, but this was not provided. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure skin is dry/prepared. Appropriate monitoring must be used at all times. Check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A hospital in (B)(6) reported via our distributor that the optiflow interface wigglepads caused skin tearing and bleeding.